Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an erroneous result occurred with a patient sample with a bd facslyric¿. The following information was provided by the initial reporter: decrease in fluorescence. The population of interest has moved. Additionally, on 2020-05-18 the bd sales consultant provided the following additional information: preventive maintenance (B)(4) performed on an instrument solved the problem, and everything works correctly. Was the test on a patient sample or a control? It was a patient sample. Il was a minor shift. Was there any redraw, delay in treatment or result used for diagnosis. The answer is no to all questions. The instrument just needed a preventive maintenance, and that was done yesterday.

Event description:
It was reported that an erroneous result occurred with a patient sample with a bd facslyric¿. The following information was provided by the initial reporter: decrease in fluorescence. The population of interest has moved. Additionally, on 2020-05-18 the bd sales consultant provided the following additional information: preventive maintenance wo-01461341 performed on an instrument solved the problem and everything works correctly. Was the test on a patient sample or a control? It was a patient sample. Il was a minor shift. Was there any redraw, delay in treatment or result used for diagnosis. The answer is no to all questions. The instrument just needed a preventive maintenance and that was done yesterday.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to part # 659180 and serial # (B)(6). Problem statement: customer reported complaint on a facslyric 3l10c instrument ¿ 659180 that the population has deviated on patient sample. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 14may2019 to date 14may2020. Complaint trend: there are two complaints related to this issue. Date range from 14may2019 to date 14may2020. Manufacturing device history record (DHR) review: review of DHR part #659180 serial # (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, the cause of the issue could not be confirmed. A scheduled preventative maintenance (pm) was performed, per work order #0146134, and resolved the issue of the cell population deviating on a patient sample data. Risk analysis document, 10000063058 version t, states the pm requirements from both fse and customer; ¿one pm visit is scheduled annually which will be performed by assigned fse. The pm is expected to require an average of four hours of service time and four hours roundtrip travel time. Tasks performed are replacement of fluid filters, optical alignment, and verification with beads. There will be customer maintenance consisting of cleaning the system with bleach, replacement of sample tube, and fluidic filters. The customer will also run a daily qc application¿. After the service, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to patient health or safety. Service max review: review of related work order #: 01462572, case #(B)(4). Install date: 15dec2016. Defective part number: n/a. Work order notes: subject / reported: 659180 - facslyric 3l10c instrument - the population has deviated. Problem description: decrease in fluorescence. The population of interest has moved. Work performed: preventive maintenance wo-01461341 performed on an instrument solved the problem and everything works correctly. Cause: n/a. Solution: n/a. Returned sample evaluation: no return samples were requested because no parts were replaced. Risk analysis: risk management file part #10000063058, version t was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes / no. Tfs ID: (B)(4). ID: libivdra-253 3.1.31. Reg status: ivd; ruo. Hazard: incorrect data. Source: flow cell fmea. Cause: dead volume in connection (peeksil tubing not properly aligned to end of sst tube). Harmful effects: potential incorrect results. Risk control: provide a procedure for installing the tubing with correct length exposed out of the ferrule at the flow cell connection point. This item is included in yearly pm. Req link (tfs ID): (B)(4). Libivd-did-457 packaging/shipping: implementation verification: libivd-se-15-51ir. Effectiveness verification: libivd-se-15-51ir. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazard: none. Mitigation(s) sufficient: yes / no. Root cause: based on the investigation results the root cause could not be determined. Conclusion: based on the investigation results, the root cause to the complaint of the population deviating from a patient sample could not be determined. A scheduled preventive maintenance service was performed and resolved the issue. After the service, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to patient health or safety. H3 other text : see h.10.